Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patients urine was red. The pump was deep this morning and was pulled back under echocardiogram. Fluid bolus was given. Additionally, there was oozing at the impella site and sutures were added. It was further reported that the patient¿s family decided to withdraw care and the patient expired. There is not enough evidence to exclude the impella used as an associated factor.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding - major: after 1 day on support, oozing was noted at impella site requiring the physician to place sutures. The pump was not returned. The cause of the access site bleeding was most likely use related due to sutures required that resolved the issue. Hemolysis: the pump was not returned. Data log review showed adequate flows and placements signal values during day of compliant, however, 8 hours of the logs were unaccounted for. The cause of the hemolysis was most likely improper positioning of the device due to clinical details stating the pump was too deep in the left ventricle (lv). Positioning issues: data log review showed adequate flows and placements signal values during day of compliant, however, 8 hours of the logs were unaccounted for. The cause of the positioning issue was most likely use related due to the pump being initially placed too deep in the lv.